Event description:
Procedure: lavh. According to the reporter: prior to use on pt, the balloon exploded when 10cc of distilled water was injected. According to the customer, they usually inject 20cc of distilled water into balloon. New one was opened for procedure. No pt harm. Operating room time extension: unk.

Manufacturer narrative:
(B)(4).